Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully placed on the leaflets. After deployment the clip had a single leaflet detachment (slda) and the clip was no longer attached to the anterior leaflet. A second mitraclip xtw was successfully implanted on the leaflets to further reduce the mr and stabilize the first clip. A third mitraclip was advanced within the patient and successfully placed on the leaflets. While testing the lock, the clip opened so the clip was removed and retracted back into the right atrium when there was resistance on the arm positioner. The mitraclip prematurely detached from the guide which was flushed from the septum into the right atrium and then into the hepatic vein by the mr pressure. The mitraclip was able to be snared and the clip was retracted into the femoral vein. The procedure was discontinued and the final mr was grade 3. There were no adverse patient sequela or clinically significant delays reported.

Manufacturer narrative:
The device was returned for analysis. Returned device analysis could not replicate the reported incomplete coaptation in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported incomplete coaptation could not be conclusively determined. The reported poor imaging was related to procedural conditions (poor imaging quality), per case details. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a